Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated she had an issue with inserting the infusion set. Customer reported she checked her blood glucose and it was 450 mg/dl, treated with the insulin pump. Customer then checked her blood glucose before dinner and it was 400mg/dl and treated again. Customer was advised it might be an issue with the insertion. Customer was advised to monitor blood glucose and change the entire set. Customer stated she was waiting for supplies. Customer was advised to treat per doctor instruction and to call back if she needs assistance with insertion. No further information reported.